Manufacturer narrative:
(B)(4). Dilation performed under fluoroscopy. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? Has the device been explanted? If yes, when was the explant? If no, when is the explant scheduled? What is the lot number? When did the dysphagia begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal? Answer = I will not have further updates on this in the near future. The surgeon is monitoring the patient for impacts and has not made a decision to take any additional steps at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with dysphagia. Esophagram identified a discontinuous lxmc14 device. Surgeon is going to evaluate the patient further to determine next course of action.

Manufacturer narrative:
(B)(4), date sent: 7/22/2022.

Manufacturer narrative:
(B)(4). Date sent; 7/6/2022. Photo analysis: as per medical safety officer: pull through? I¿d defer to the engineers. I can just say it¿s discontinuous. The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point. Engineering review: images of explanted linx device were sent for analysis. The images show a visible weld ball disconnected from a washer. A hands-on analysis is necessary to determine the cause of failure.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2022. Investigation summary: a 14-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was not concentric and had small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Since lot number and implant date were not reported, it is unknown whether the device is within the 2018 linx recall. However, to be conservative, the device is assumed to be outside of 2018 linx recall product bounding.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Additional information received: the linx device was removed today. Confirmed discontinuous. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.